Manufacturer narrative:
As reported, a 10f brite tip sheath could not be inserted even when the physician performed a skin incision. Then, the distal end of the sheath got frayed. There were no reported patient injuries. The procedure that was being performed was to remove an optease filter. The device was stored in the cath lab on a shelf. The device was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting the device into the patient. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. Additional procedural details were requested but are unknown. The device will not be returned as it was discarded by the hospital. A review of the manufacturing documentation associated with lot 17750515 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a 10f brite tip sheath could not be inserted even when the physician performed a skin incision. Then the distal end of the sheath got frayed. There were no reported patient injuries. The procedure that was being performed was to remove an optease filter. The device was stored in the cath lab on a shelf. The device was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting the device into the patient. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device will not be returned as it was discarded by the hospital. Additional procedural details were requested but are unknown.